Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported, that the patient could not go into MRI mode. And upon further investigation, system diagnostics recorded high impedances on the lead. It was also reported, that the size of the ipg was causing the patient discomfort at the ipg site. Surgical intervention took place, where the ipg and lead were explanted and replaced to address the issue.